Event description:
Consumer reported upon removal of a tampon the string broke. She used the remaining attached piece of string to remove the pledget from her vaginal cavity. She scheduled a medical visit for a month out to confirm no pieces remained. She did not have any symptoms and did not experience any adverse health effects. A follow-up report will be submitted if additional details are obtained.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.